Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noisy signals. The health care professional (hcp) called technical services (ts) and requested further review of the stored ventricular episodes. Upon review, the presenting electrogram (egm) showed the device appeared to oversense the noisy signals. The oversensed noise seen appeared to be electromagnetic interference (emi) in nature. Ts requested the hcp for confirmation of a procedure on record. No adverse patient effects were reported. This ICD remains in service.